Manufacturer narrative:
H6 patient codes: 1695, 2240, 3189- surgical intervention. Additional information: a1, a2, d1, d2, d4, h4. Corrected information: d6. Additional b5 narrative: it was reported that the patient experienced abdominal pain, nausea, vomiting, adhesions, recurrent hernia following surgery. It was reported that the patient underwent multiple repair surgeries. Corrected b5 narrative: it was reported that the patient underwent a hernia repair surgery on (B)(6) 2012. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2012 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.